Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had was visited to the emergency room admitted to hospital due to high blood glucose levels which was 360 mg/dl on (B)(6) 2024, therefore patient was admitted to hospital on (B)(6) 2024 greater than 24 hours. The patient also had ketones. No further information available.